Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited intermittent atrial undersensing during a treated ventricular fibrillation (vf) episode. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient was seen in-office. There were no programming changes made and the lead remains in use. No patient complications have been reported as a result of this event.